Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the implantable neurostimulator (ins) battery voltage has not decreased since it was implanted so the hcp is unsure if the device was working. The issue was discovered during regular programming sessions. The hcp tried to change all of the parameters on the battery but the voltage remained the same; the hcp believed that the ins was not sending any power to the leads. The ins was replaced and the issue was resolved. No symptoms were reported. Please see report number 3004209178-2016-07321.

Manufacturer narrative:
No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.